Event description:
Additional information received reported that the physician reprogrammed the patient¿s device to avoid a potential short circuit. It was believed that the combination of electrodes 9 and 11 were causing an intermittent short that could not be captured during an impedance check. An impedance check showed normal impedance between electrodes 9 and 11.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37085-40, serial #(B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v616865, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot # v616865, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported the patient had "great difficulty doing anything" a week previous to the date of this report. The patient "could not get out of bed or a chair, was dizzy, and could not walk." In addition, the patient was very lethargic. This was stated to have occurred suddenly so the device was checked. An estimated replacement indicator (eri) icon was seen in addition to a "non-rechargeable battery status is low" message. Call physician symbols were noted as well. The device was turned on and off using the patient programmer, but no change was reported. The patient then saw their healthcare provider (hcp) on (B)(6) 2012. The device was interrogated with the clinician programmer and an out of regulation (oor) message was reported. Parameters were stated to be the same as the last visit and the battery was full at 2.94v. Impedances were reported as "normal." When the manual programming screen was brought up on the clinician programmer, the patient "did not feel any different, but was now able to get up from the wheel chair with less assistance than when they came in" for the appointment. It was noted that "activating the clinician programmer appeared to have reset the parameters and readings to the correct level." The hcp believed that "some event or device came in contact with the stimulator and reset the output without resetting the readings." It was stated this would have "produced a misread and lower output." It was further stated that once the device was synchronized with the clinician programmer, "the readings, battery charge, and output were all set to proper levels." The following day, as of the date of this report, it was reported stimulation was unable to be adjusted. An oor condition was again reported and a "call your doctor" icon was seen. It was further indicated that the eri previously read was not a "true eri" according to the battery readings from the clinician programmer. Five days later, it was reported the patient "had another incident" and was receiving the same message again. Both the patient and clinician programmers once again showed an oor message. Impedances "did not reveal any problems." The oor message again went away like before, after the interrogation. It was stated that it was "hard to tell if the patient was receiving any benefit from the system," but the hcp "suspected they were." The hcp thought that "the system was on at lower parameters and not completely off." When the device was checked using the clinician programmer it was believed that the patient's "meager benefit did return." Stimulation was increased after and dyskinesias were able to be induced. Additional information has been requested, a follow up report will be sent if additional information is received.